Event description:
It was reported that the device was ¿floppy¿ in the abdominal pocket which made recharging difficult, as well as making it difficult for keeping adaptivestim working. For example, while the patient was sitting the device was upright, but if she slouched at all, the device would flop forward almost 90 degrees. The manufacturer¿s representative (rep) and patient discussed some tips to try for recharging and the rep. Also adjusted the cone for transition zone on adaptivestim. No diagnostic testing or troubleshooting was performed and no actions were required as a result of the event. The cause of the issue was not determined and it was unknown if the issue was resolved. There were no patient symptoms or complications associated with this event. At the time of the report the patient was alive with no injury. The patient was doing fine and receiving effective therapy. Nothing was set to be done regarding the implantable neurostimulator (ins) at the current time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins was at a 90 degree angle. They had discussed the issue with their healthcare professional (hcp) and was told there was nothing they could do about it.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was implantable neurostimulator (ins) inversion. The ins was flipped. The ins's sensitivity to position was altered by the flipped ins. The outcome was ongoing. Interventions included reprogramming. The device was interrogated. There was a slight bulge. The etiology was reported as related to the device or therapy and related to the implant procedure. Signs and symptoms included all programs not working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# va0dnf6002, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, lot# va0dnf6020, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).